Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (565 mg/dl) and diabetic ketoacidosis considered dangerous by healthcare provider. Customer was treated with intravenous fluids and insulin. Customer was unsure of the cause. Customer was discharged two days later with no permanent damage, blood glucose ranging from 200-300 mg/dl, and the issue resolved. System check was performed with tandem technical support and no issues were identified. Customer confirmed that the pump was performing as intended.